Event description:
Information was received from a patient undergoing a sacral nerve stimulation trial. The patient reported getting a warning that the batteries were shot. He stated the controller battery has a trace of battery left and the external neurostimulator battery showed empty. The patient noted he was still feeling the stimulation, but that he doesn't think he is emptying his bladder. He added that he doesn't get much notice to go the bathroom and then when he goes, there is not much there. It was reported that program 2 was not doing anything and the patient thought programs 1 and 3 worked pretty well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.